Manufacturer narrative:
Method: risk assessment; result: the customer reported event was confirmed via correspondence with the sales representative. The screw is still implanted and the lot number is unknown. Thus, product inspection and device history review could not be completed. For the reported screw, tapping is recommended in most cases. It was confirmed that for this case, the screw hole was undertapped with a 6.5mm tap for a 7.5mm screw. The most likely root cause is undertapping of the screw hole, causing excess torque that fractured the pedicle.

Event description:
It was reported that; 7.5x50 poly screw fractured pedicle during insertion. Update 11/1/2017: screw remains implanted successfully in patient.

Event description:
It was reported that; 7.5x50 poly screw fractured pedicle during insertion. Update (B)(6) 2017: screw remains implanted successfully in patient.